Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, customer primed tubing and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.